Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported excessive no delivery alarms on her insulin pump. She states she called yesterday about it and changed her infusion set, but last night her blood glucose would not go down. She treated with a shot to bring it down. This morning, after changing her infusion set and reservoir, her blood glucose went back up to 350 mg/dl. Customer went through troubleshooting yesterday and found no anomalies. She uses proper insertion methods. She has tried all remedies. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.